Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-13999mf fastpass scorpions top jaw is broken. This occurred during an unknown case when both scorpion top jaws broke off in the middle of the procedure. There was no patient effect reported. Additional information requested.

Manufacturer narrative:
Complaint confirmed. Visual evaluation did not showed any damaged. During device functioning testing, it was noticed that the jaw was not closing all the way.